Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a device change out due to normal eri, fluoroscopy revealed externalized conductors on the right ventricular lead. The lead exhibited no electrical anomalies and remains implanted. The patient will be monitored with routine follow up.